Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole is off center in four wafers. No harm reported and no photo provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. An investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A corrective actions/preventive actions (CAPA) was raised and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Batch records review results: lot 9b03124 was manufactured on 03/07/2019 in the convex 2 pc (ost) line with a total of (B)(4) market units. Complaint investigator performed a batch record review on 09/05/2019 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 404592 system application product (sap) material ID (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Sample/photo analysis results: no samples were received for evaluation/no photos were received within complaints reported. Conclusion summary of the related event: based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented and defects simulation, the specific root cause could not be identified. Nevertheless, there are seven (07) conditions that could be considered, based on objective evidence and expertise, as contributor factors for this event and, one (01) opportunity for improvement were found: 1.materials investigations fabric rolls not rolled uniformly. No welded or over welded flanges. 2.process/methods investigation wrong adhesive tape used for joint fabrics rolls. Opportunities for improvement: introduce qc tooling used for quality inspection purpose in the calibration program to guarantee measurement assurance. 3.machinery / equipment/ software investigation different movement relation vs cardan in the yamaha arm pads. If the cognex cameras of the vision system is not clean. In the vision system, the model in the system is not centralized. When the yamaha is not adjusted if the web index is moved, due to the positioning of the vision system. No issues were identified for manpower, measurement and environment investigations actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.